Event description:
Caller alleging discrepant correlation issue for one patient, one lot, and two meters. On (B)(6) 2014, inratio (1) 1.3, inratio (2) 2.8. Five minutes between testing. Caller did not report meter numbers. Patient's therapeutic range 2-3. No adverse events reported.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and strip repeatability criteria. A review of the manufacturer record for the lot did not uncover any non-conformance. Lot meets release specification. Root cause could not be determined from the info provided by the customer. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.